Manufacturer narrative:
The pad-pak was first successfully installed by the user in march 2010 and performed to specification up to the 13th april 2014. The device records multiple self-test fails due to a low battery between april 2014 and the 22nd january 2015. The device remained in fault mode until the 23rd july 2015 when an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups, mainly of 10 minutes duration were recorded between 24th-30th september 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.